Manufacturer narrative:
The fse found that the bellows bump head was damaged and leaking detergent. The fse removed and replaced the pump restoring the instrument to specification. Upon recur, a leak within the diluted detergent (bellows pump), could result in the diluted detergent concentration falling below the manufacturers specified 2% which once below 1% could result in carry over. The manufacturer's reference # for this event is (B)(4).

Event description:
Customer reported to the customer support representative (csr) that they had a detergent leak under the main detergent bottles on their au2700 instrument. The customer indicated he was wearing lab coat and gloves. In addition, no erroneous patient results were reported or generated.